Manufacturer narrative:
Investigation results: device analysis findings: promus elite ous mr 20mmx3.50mm was returned for analysis. A visual and tactile inspection identified no issues of the hypotube shaft. A visual and tactile inspection identified no issues along the length of the inner shaft polymer extrusion of the device. Examination of the shaft polymer extrusion identified no damage. A visual and tactile inspection identified the stent was detached from the device and not returned. Examination of the balloon identified that the stent had detached from the balloon. No damage was noted to the balloon material. Evidence of stent crimping on the balloon. No evidence of positive pressure having been applied to the balloon. A microscopic examination of the tip identified damage. A microscopic examination of the markerbands identified no damage. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Device analysis noted the stent was detached and not returned. Evidence of stent crimping was present with no evidence of positive pressure having been applied and no damage was found to the balloon material. It is most likely detached stent was due to unintentional interaction between the user and the device. It is most likely the unreported tip damage occurred as a result of device interaction with the patient's anatomy during attempts to cross the lesion.

Event description:
Reportable based on device analysis completed on 20-may-2026. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-right coronary artery. Predilatation was performed with a 3.0 and 3.5x12 non-compliant balloons, and a 20 x 3.50 promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The procedure was not completed since the lesion was so hard that the stent could not be taken across, to cover the lesion. No patient complications were reported. However, returned device analysis revealed stent detached.